Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and and did not show the currently reported issue. When the device was returned to mmd for investigation it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information an MDR would not have been required.

Event description:
The initial reporter stated that the pump failed the 40 psi test. This test is used to check for potential free flow. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. [Complaint-(B)(4)].

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to moog.

Event description:
The initial reporter stated that the pump failed the 40 psi test. This test is used to check for potential free flow. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4).